Event description:
It was reported the patient was sent to the hospital recently prior to the report to check for clots at the bottom of her leg. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (b)(6,) product type: programmer, patient. (B)(4).